Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the battery casing device was not connecting and powering the small battery drive device. It was reported that there was a ten minute delay in the procedure due to the event, as an unspecified spare device was available for use. It was reported that the event occurred during the procedure, but while troubleshooting the devices. It was reported that when the battery was inserted into the handpiece device, there was no contact between the two devices. Testing was performed with a separate spare casing and the handpiece seemed to be working. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was damaged and had no power when attached to the motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.